Event description:
It was reported that during a device upgrade procedure, fluoroscopy revealed that the right ventricular lead was fractured. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.